Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance during removal was not able to be confirmed because the stent was already deployed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for resistance during removal reported from this lot. It should be noted that the herculink elite instructions for use (IFU) states: pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. The IFU states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty of a de novo or restenotic atherosclerotic lesion (less than 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm. Suboptimal ptra is defined as greater than 50% residual stenosis, greater than 20 mmhg peak systolic or greater than 10 mmhg mean translesional pressure gradient, flow limiting dissection, or timi [thrombolysis in myocardial infarction] flow less than 3. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the colic artery and superior mesenteric artery with no tortuosity and moderate calcification, a 7.0x15 mm herculink elite stent system was advanced via direct stenting without resistance and the stent was deployed without issue. Post stent deployment, the negative pressure was pulled and the balloon was completely deflated prior to attempting removal of the stent system. However, during removal from the patient anatomy resistance was felt but the stent system was able to be withdrawn. Reportedly, the physician thought the resistance may have been with the implanted stent. The stent was confirmed to be fully apposed to the vessel wall. There was no balloon refold issues noted. A 5.0x18 mm herculink elite stent was implanted in the superior mesenteric artery without issue and the stent system was simply withdrawn from the patient anatomy without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.